Manufacturer narrative:
The company rep examined the system and confirmed the reported event. The company rep exchanged the pressure/vacuum manifold and the air/fluid controller printed circuit board (pcb). The system was then tested and met all product specifications. There was no sample returned for eval and no additional info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did not indicate any additional similar reports for this system. The root cause could not be conclusively determined.(B)(4).

Event description:
A nurse reported that the equipment displayed several system messages during a procedure. The procedure could not be completed. Additional info has been requested.